Event description:
A customer reported that their pump triggered an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by cleaning the speaker holes and changing the cartridge, the alarm persisted. The technical support team instructed the customer to wait for potential moisture evaporation, but due to frequent alarms, the customer opted for a pump replacement approved by customer support.